Manufacturer narrative:
Correction: b5 (clarification on when the reportable malfunction was identified) and d10 (clarification on device evaluation). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to device evaluation: the allegation of the output connector falling into the device had not been confirmed. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the reported failure of output connector falling to the device could not be confirmed, the investigation was unable to determine the cause of the failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the video system center had wear of the light guide connector. The output connector reportedly may have fallen inside the device. The reported issue occurred during preparation of use for unknown diagnostic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted to capture the reportable malfunction of the output connector falling into the device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the output connector was broken and fell into the device. Upon further inspection, it was observed that the battery on the printed circuit board was depleted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the video system center had wear of the light guide connector. The reported issue occurred during preparation of use for unknown diagnostic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that it was observed that the output connector was broken and fell into the device which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.